Event description:
It was reported that patient's pump flow suddenly dropped to 0 lpm. The patient chest was opened and the outflow graft appeared patent with no twists or kinks noted. The pump speed was ramped down and then up again to rule out a suction event; the pump flow remained at 0 lpm. The patient became unstable and required an extracorporeal membrane oxygenator (ECMO). Device therapy was stopped due to concerns for thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump was not returned for evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from 15apr2022 to 18apr2022. The pump operated as intended at the set speed for the duration of the log file. The log file recorded low flow alarms on (B)(6) 2022 when the flow dropped below the low flow threshold for 10 seconds or longer. The flow operated above the low flow threshold again until on (B)(6) 2022 at 16:44:38 when the log file recorded an acute drop in flow down to 0.0 lpm. The flow temporarily recovered to the 1.5 liters per minute (lpm) to 2.0 lpm range until decreasing back down to 0.0 lpm at 16:48:37 through the remaining duration of the log file. The log file recorded multiple speed changes, consistent with the reported speed changes, with no increase in pump flow. At 17:34:42 the log file recorded the shutdown of pump support consistent with the report of the pump being turned off. Mlp-031763 was not returned. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.